Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7fr bard d/l catheter was returned for evaluation. Visual, microscopic, functional evaluations were performed on the returned device. A piece of adhesive material was noted on the center portion of the catheter body. No cut was noted to the catheter. The manufacturing site evaluation states that a piece of silicone, was noted on a piece of tape within the kit and on the catheter body. A plastic like foreign material was noted. Therefore the investigation is confirmed for the reported adhesive material on the surface of the catheter body issue. The investigation is unconfirmed for the reported material cut issue. The root cause for the reported adhesive material on the surface of the catheter body issue was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiry date: 09/2027), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the catheter was allegedly found to be faulty. It was further reported that catheter allegedly had a small cut with some clear plastic attached to it. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 7fr bard d/l catheter was returned for evaluation. Visual, microscopic, functional evaluations were performed on the returned device. A piece of adhesive material was noted on the center portion of the catheter body. No cut was noted to the catheter. The manufacturing site evaluation states that a piece of silicone, was noted on a piece of tape within the kit and on the catheter body. A plastic like foreign material was noted. Therefore, the investigation is confirmed for the reported adhesive material on the surface of the catheter body issue. However, the investigation is unconfirmed for the reported material cut issue. The root cause for the reported adhesive material on the surface of the catheter body issue was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the catheter was allegedly found to be faulty. It was further reported that catheter allegedly had a small cut with some clear plastic attached to it. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2027) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a chronic catheter placement procedure, the catheter was allegedly found to be faulty. It was further reported that catheter allegedly had a small cut with some clear plastic attached to it. The procedure was completed using another device. There was no patient contact.